Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 18x4mm, 84% stenosed, eccentric, de novo target lesion was located in the moderately tortuous right coronary artery. After performing predilation with a 4x12mm balloon catheter, a 4.00x20mm promus element drug-eluting stent was advanced to treat the lesion. However, upon repositioning the device, it was noted that the tip of the stent itself was deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.